Event description:
The nasal cannula device is manufactured by salter labs model 16soft-x (x length). This " device is not manufactured by lnogen inc. Patient reported facial swelling after use of 4" salter labs "soft cannula", inogen item number rp-169, salter lab lot number (10) 050514. Patient provided permission to contact doctor. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).